Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)'), bladder disorder ('bladder or urinary problems or changes') and tooth abscess ('dental problem abscess on dental') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2015, the patient experienced pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced the first episode of allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of allergy to metals ("nickel allergy"), tooth abscess (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgery (other) type of surgery: bladder repaired and hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, bladder disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, dyspareunia, headache, the last episode of allergy to metals, pelvic pain, vaginal discharge and vulvovaginal pain outcome was unknown and the dysmenorrhoea, migraine and tooth abscess had resolved. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth abscess, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received. Lab data added. Concomitant medication added. Events : migration of essure location of device: uterus, abnormal bleeding (general), abnormal bleeding(vaginal), menorrhagia, apareunia, bladder or urinary problems or changes, dental problem, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, nickel allergy, pain, vaginal discharge, nickel allergy, dental problem abscess on dental, vaginal pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.